Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Attempts to interrogate the device confirmed the clinical observation; the device could not be communicated with. An x-ray of the device revealed no anomalies. Next, the device case was removed in order to facilitate analysis of the internal components. The hybrid was isolated and the components on the hybrid were tested. One of the components was noted to exhibit a ¿shorted¿ condition upon testing. This part was removed and replaced and; subsequently, the device operated as expected. This part underwent detailed analysis and was determined to be cracked. The root cause of the cracked component is unknown.

Event description:
Boston scientific received information that during pre-implant testing, this device was unable to be interrogated and as a result, not implanted. The unit was returned for laboratory analysis. No resulting adverse patient effects.